Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a procedure, the hub of the mach1 detached from the catheter. The device was removed from the patient. No patient complications were reported. However, returned product analysis revealed exposed braiding on the shaft.

Manufacturer narrative:
Device evaluated by manufacturer: the hub was detached from the shaft. There was no damage to the hub. The proximal end of the shaft was rough. There was a kink 4 mm from the tip. The shaft was damaged with exposed braiding 14mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).